Event description:
It was reported that there are marks on the distal tip of the scope and polish will not remove them.

Manufacturer narrative:
This scope was not returned to stryker endoscopy for evaluation. This scope was received and evaluated at (B)(4) for investigation. The reported failure ¿marks on distal tip of scope, polishing will not remove" was not confirmed by (B)(4). Visual inspection of the scope found it to have ¿outer tube tip damage¿ at incoming evaluation. The scope was also determined to need a new negative installed due to tip damage. Scope tip was radiused, polished buffed and outer tube was straightened. The most probable root cause is that the sope outer tube damage occurred during use / handing by the customer. The product was returned for investigation, but the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there are marks on the distal tip of the scope and polish will not remove them.